Event description:
Related manufacturer reference number: 2017865-2019-08755,2017865-2019-08760. New information received notes that patient received antibiotics during hospital stay. Endocarditis was also noted. Patient did not opt to replace the device and was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room after developing a (B)(6) sepsis infection. An echocardiogram was performed and revealed vegetation on the implanted leads. The system (implantable cardioverter defibrillator and leads) was removed. The patient was stable post-procedure. Related manufacturer reference numbers: 2017865-2019-08755; 2017865-2019-08760.